Manufacturer narrative:
Expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a routine procedure of laparoscopic bilateral salpingectomy and division of mid adhesions to the large bowel in right iliac fossa was performed. Then routine hysteroscopy d&c and endometrial ablation performed routinely with no suspicion of perforation. The patient was readmitted to the hospital three days later with a surgical bowel. On laparotomy the small bowel was seen to have thermal damage requiring small bowel resection. The patient was discharged six days later, but was readmitted unwell, "her crp was climbing but settled with IV antibiotics and supportive therapy." A decision was made to go back to the operating room and it was suspected the crp was due to the uterus recovering from an excessive thermal injury. The patient has been seen for follow-up and is slowly recovering.